Event description:
It was reported that the patient had inappropriate shocks after the patient was implanted with a left ventricular assist device (lvad). There was oversensing of the lvad output. The sensing vector was alternate. The device was then programmed off to prevent additional shocks. The device remains implanted.